Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. In addition, the reportable malfunction mentioned on b5 was found during the device evaluation. Based on the results of the investigation, it is likely the following led to the malfunction: the coating on insertion section was not peeled off by normal deterioration by aging, also the insertion section could be peeled off in a short time by applying unapproved chemical in instructions for use. The event can be detected/prevented by following the instructions for use: "3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Instructions for use (operation) warns not to apply lubricants or chemicals to insertion section as follows: 4.2 insertion, caution do not apply olive oil or products containing petroleum-based lubricants (e.g., vaseline®) to the endoscope. These products may cause stretching and deterioration of the bending section¿s covering. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited peeling off the insertion tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.